Manufacturer narrative:
Product ID 8709sc, serial# (B)(4), implanted: 2008 (B)(6); product type catheter. (B)(6).

Event description:
It was later reported that the patient was afebrile, culture of drainage was negative, and the patient had antibiotics IV prior to the procedure. There was no documentation of oral antibiotics. The type of baclofen was specified as compounded baclofen.

Manufacturer narrative:
(B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Event description:
It was later reported the patient was sore at pump site, and had drainage from sores.

Manufacturer narrative:
Analysis of the pump found no anomaly. Analysis of the catheter identified a catheter sc connector , coring/tears/cuts in the seal, that meets leak criteria.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced soreness and drainage at the pump site with an onset date of 2015 (B)(6). On 2015 (B)(6) examination and laboratory testing were performed. Clinical diagnosis was infected pump pocket. The pump was explanted and not replaced on 2015 (B)(6). Patient outcome was resolved without sequelae as of 2015 (B)(6). The device system delivered compounded baclofen, sufenta, bupivacaine, and clonidine.